Event description:
A physician reported following an intraocular lens implant procedure, the patient experience blurred vision and posterior capsular opacification. The patient had more astigmatism post surgery than pre surgery. The lens was later exchanged in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).